Manufacturer narrative:
(B)(4). Per the srt, during o2 sensor accuracy testing, at 80% reading the ccm showed 75.5% and the external o2 analyzer showed 91.8%. During laboratory analysis, the product surveillance technician (pst) was not able to verify the issue. The returned o2 sensor was installed into a lab use only electronic patient gas system (epgs) and passed calibration after the initial warm-up period. The o2% output was measured at multiple set points and compared to an external o2 meter and the ccm reading; all measurements were within specifications. The direct current (dc) voltage measured within specification on the o2 sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the oxygen (o2) analyzer was reading greater than 3% difference than the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.